Event description:
Boston scientific received information that the right atrial (ra) lead had fractured and was confirmed via x-ray. The patient had an underlying complete atrioventricular block rhythm and due to the reported observation experienced a junctional escape rhythm of 30 beats per minute. Subsequentially, the patient underwent a revision procedure and the lead was explanted and replaced. No adverse patient effects were reported. The product is not expected for returned as it was disposed by the hospital.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.